Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a forced log out. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.